Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/25/2021. H.6. Investigation: bd received approximately 350 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was not observed as the coating appears normal. Additionally, 30 customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was not observed as all product specifications were met and no defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 400 bd vacutainer® serum blood collection tubes were discolored. The following information was provided by the initial reporter: " is that normal for the vacutainer to look like that?".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 400 bd vacutainer® serum blood collection tubes were discolored. The following information was provided by the initial reporter: is that normal for the vacutainer to look like that?"